Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of perforated cyst on kidney and peritonitis with culture positive for acinetobacter in a patient coincident with physioneal 40 clearflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a perforated cyst on the kidney. On (B)(6) 2011, the patient presented with abdominal pain and cloudy bags and was diagnosed with peritonitis. The outcome of the events were not reported. Physioneal therapy was ongoing. The reporter did not provide an assessment of causality in relation to physioneal therapy. However, the nurse stated the patient's nephrologist felt the peritonitis was related to the perforated cyst on the kidney as the primary cause of the kidney disease was polycystic kidney disease. This is one of several reports received from the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. It is in the opinion of the nurse that the patient's nephrologist felt the peritonitis was related to the perforated cyst on the kidney as the primary cause of the kidney disease was polycystic kidney disease.